Manufacturer narrative:
A review of the device history record for the reported synchro 2 guidewire confirmed that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the guidewire ptfe coating was scraped/peeled and the guidewire was bent in multiple places from 17.0 cm to 80.0 cm from the proximal end. Functional testing was performed with a demo microcatheter and friction/resistance was noted during the advancement. The guidewire torque was not smooth, likely due to the observed bend. No anomalies were observed with the hydrophilic coating. No anomalies were observed on its distal tip. The guidewire hydrophilic coating was checked with the wet fingers and found to be present. Additional information received, indicated that the guidewire was able to be used in the patient without any complication before the reported coating issue was observed, there were no anomalies noted to the device prior to use, no resistance was encountered when advancing the guidewire through the headway microcatheter, and continuous flush was maintained. It is possible that the torque device collet and/or the introducer caused the ptfe coating to be scrapped off. However, this could not be definitively determined because the guidewire introducer and torque device used were not returned and because it is unknown how the guidewire introducer and torque device were used during procedure. Therefore, the exact cause of the observed ptfe coating peeling cannot be determined.

Event description:
Based on the investigation results of the returned product, it was found that the guidewire polytetrafluoroethylene (ptfe) coating was peeled/scraped. There was no reported patient complications.